Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device was received and evaluated. Visual observation confirms the distal tip of the anchor is broken, but is held in place by suture. The anchor appears to be used and there are evidence of tissue debris found on the anchor and the tip of the shaft. This type of anchor breakage at its distal tip is consistent with historical investigations in which it was determined that the root cause was likely a combination of torque and bending, a user technique issue. Other than this possibility, we cannot discern a root cause for this failure. A batch review was conducted to determine if there were any internal processing issues, which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed with one unrelated incident. An investigation was opened relating to repair on vac dry oven, with no link with this complaint. Therefore, there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the sales rep that during a shoulder repair that the distal tip of the customer's healix advance peek anchor broke upon insertion. The sales rep reported the bone hole was prepped with the purple healix awl. The surgeon completely removed the broken nose and inserted another same size, same type anchor in the same bonehole with no patient consequences or delay the sales rep reported it was female patient of unknown age with hard bone quality. The sales rep was not present and had no further information.